Event description:
Health professional, via regulatory agency, reported right side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified device was underweight, a broken shell, crease fold, wear abrasion, biological tissue and brown particles. A microscopic analysis was performed which identified a sharp edge break assessed as an unidentified tear break and a missing piece of the shell. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp break on the posterior side due to an unidentified tear opening, and missing piece of the shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional, via regulatory agency, reported right side rupture. Device was explanted.